Manufacturer narrative:
The reported event of oversensing was confirmed. During electrical testing an internal short was noted. Destructive analysis was performed and visual inspection found abrasion breaching the inner insulation at the distal region of the lead. The cause of the reported event was isolated to the inner insulation abrasion.

Event description:
During follow-up, oversensing leading to false automatic mode switch (ams) was observed on the atrial lead. The lead was explanted and replaced. The patient was stable with no adverse consequences.